Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately seven months post implant that the patient developed an infection. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.

Event description:
It was further reported via journal literature that the patient presented to the clinic with redness and swelling over the ipg area. The device pocket had perforated and there was pus discharge. Blood cultures were negative, but methicillin-sensitive staphylococcus aureus (mssa) was detected in the wound culture. The intracardiac echocardiogram in the superior vena cava and right atrium revealed a lead-to-lead adhesion at the bifurcation of the innominate vein, but there was a little adhesion between the leads and the superior vena cava wall. The lbbap lead became stuck at the innominate vein bifurcation, probably owing to the lead-to-lead adhesion. It was decided to extract the atrial lead first. After the atrial lead extraction, the lbbap lead became unstuck and was successfully extracted. The screw of the lbbap lead was covered with translucent fibrous tissue and had myocardium attached to the tip. The day after transvenous lead extraction, the patient was reimplanted with a new ipg and lbbap lead. The patient was discharged after two weeks of cefazolin, as the infected wound healed.

Manufacturer narrative:
This additional information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Referenced article: transvenous extraction of a left bundle branch area pacing lead and an attempt to reimplant it: a case report. Heart rhythm case reports. 2024; 10:671¿675. Doi: 10.1016/j.hrcr.2024.06.017 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.